Event description:
It was reported that the caller experienced cgm error 42. There was no adverse impact to the customer's blood glucose level. The customer received complete pump reset information from technical support, who guided them through the reset process. After the reset, the pump no longer displayed the error, and the caller was able to successfully start their sensor session.